Event description:
Reportedly, during the f/u performed on (B)(6) 2011 at 10:18, an unk ventricular intracardiac potential was confirmed in v burst episode recorded in aida on (B)(6) 2011 at 20:54; in addition, a mismatch between intracardiac egm and markers was also observed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.